Event description:
It was reported that during a pph procedure, the staples were malformed. Upon extraction, the tissue was not cut and it was still intact in anal canal. As a result there are bleeders at the above mentioned region and hemostatic sutures had to be applied. The unclosed staples in the rectal tissue had to be removed manually to prevent post-op injury to pt. Pt was discharged after 5 days.